Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with no tortuosity and no calcification in a unspecified distal artery. The mini trek balloon was advanced to the lesion with no resistance noted. During inflation at 8 atmospheres, a leak was noted at the proximal catheter junction. The device was simply removed from the patients anatomy. Another mini trek was used to complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The proximal shaft was separated. The reported leak could not be confirmed due to the condition it was returned in. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for leak. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI): (B)(4).